Event description:
It was reported that the intensive care unit nurse was called to respond to a peripherally inserted central catheter (PICC) malfunction. Upon examination, it was noticed that the proximal lumen of the catheter was missing from the pigtail; the cause was unk. The PICC was immediately removed and replaced with another PICC line. The actual product involved is unk.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.